Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample was not evaluated and but the defect was confirmed after communication with the customer, the sample was discarded.

Event description:
The nurse reported to baxter (B)(4) a blood leak was noticed the moment of the use. The sample was discarted by the nurse. Patient injury and medical intervention were not reported for this event.